Event description:
It was reported that the placement of the patients implantable pulse generator (ipg) was too close to the skin, resulting in discomfort. The patient underwent an ipg repositioning procedure. The patient is doing well postoperatively. Nothing was removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.